Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration, the comb was damaged, the bottom roll and should bolts were worn, and the gear and spring pin were corroded. The comb, bottom roll, shoulder bolt, gear, and spring pin were replaced and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not functioning. There was no harm or delay reported. Upon investigation, it was found that the comb was damaged. No adverse events were reported as a result of this malfunction.